Event description:
It was reported that the patient presented for follow-up with a device that had reached premature eri. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported premature battery depletion was confirmed in the laboratory. The device was tested on the bench and on our automated testing equipment. No sources of high current drain were found. The battery was returned to the manufacturer for additional analysis. An internal battery anomaly was identified. This is believed to be the cause of the premature battery depletion.